Event description:
It was reported that endoquick was mistakenly refilled into the alcohol bottle, and ethanol for disinfection was mistakenly refilled into the detergent bottle of the endoscope reprocessor. As a result, the endoscopes that were reprocessed and subsequently used on a patient. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.